Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing stimulation in wrong location was reported to abbott. X-rays determined the lead had migrated. As a result, the patient's leads was repositioned to improve coverage. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Additional information could not be provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to a migration of their scs paddle lead. In turn, the patient underwent surgical intervention wherein the scs lead was repositioned to address the issue.